Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The nurse reported two hemostick tests of the effluent fluid were positive for blood during a routine hemodialysis treatment, with no blood visible in the effluent. Treatment was ended without rinseback per facility protocol, resulting in an estimated blood loss of 190cc. No patient injury or need for medical intervention was reported.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed. The user's guide instructs the operator to terminate treatment and perform rinseback if testing of the waste fluid is positive for blood. A direct correlation between nxstage system one and the reported blood loss cannot be established. Exact cause of the positive hemastick is unknown, but the absence of a visual indication of the presence of blood indicates that the test most likely yielded a false positive result. There have been no similar problems reported on this lot of cartridges. Nxstage medical considers this report closed. No additional information will be provided.